Event description:
The facilities maintenance indicated that none of the bed functions would operate. When he removed the foot end dust cover, he found that the power supply board was compromised (fluid ingress) along with the power interconnect cable and the head ppm sensor.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.